Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of not seeing, or being able to change, parameters on the system monitor was not confirmed. The provided information indicated that the issue was not related to the system monitor and that the issue was related to the pump. The issue was resolved when the pump was power cycled and there have been no further issues. The system monitor was not exchanged and remains in use. Heartmate iii instructions for use section 4 entitled ¿system monitor¿ addresses how to properly use and interpret the system monitor. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbooksection 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii instructions for use section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital noted a "lvad fault alarm" on the running system controller (captured under manufacturer's report # 2916596-2020-02944). After connecting to the system monitor, it was not possible to increase the speed and the speed was not displayed on the system monitor. No further information was provided.